Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarms. The customer stated that the insulin pump had cracked in the back and the clip had broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. P-cap/reservoir locked properly in place. Device received with cracked battery tube threads. No pump error 53 alarms noted during testing and were not found in the formatted history file. No pump error 38 alarms noted during testing and were not found in the formatted history file. Moisture damage was found on the electronic assembly during visual inspection.